Manufacturer narrative:
Event problem and evaluation: on (B)(6) 2014, a medtronic representative went to the site to test the equipment. System indicated ¿stand alone¿ mode at pendant. Site also had indicated that umbilical cable had possibly been compromised at an earlier date having been run over by the imaging system. The umbilical cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The mobile view station (mvs) interface cable was returned to the manufacturer and an electrical failure mode was found. The reported problem "frame rate error¿ was confirmed. There were broken cable wires (pin 8 and 10). The damaged umbilical cable directly caused the reported issue. The pcba system control board assembly was returned to the manufacturer for analysis. Could not confirm reported problem. The system control board was installed on a similar imaging system and ran without any issues for three days; no fault was found. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system displayed a framerate error message during a spinal fusion procedure while attempting to take a 2d fluoro image. The 2d image "pixilated" very slowly onto the mobile view station (mvs) screen, and then the error message was received. In trouble-shooting, re-booting the system did not resolve the issue. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to proceed with the navigated procedure. There was a reported delay to the procedure of about fifteen minutes due to this issue. There was no impact on patient outcome.